Event description:
Hematoma formed on the right leg under the compression sleeve. The attending physician had to drain the hematoma and change the patient's anticoagulant medication.

Manufacturer narrative:
Did not find anything wrong with units, appear to operate as designed. The following were completed: one dc barrel jack showed some signs of bending, did confirm barrel jack still working ok. Visual review of both units did not show any signs of marks or damage to both units and wraps. Visual inspection - inside wraps show no marks or damage and smooth, no extraneous objects both units powered up with green status led and pump cycle appears normal. 3 full pump cycles appear ok on both units, units tested by wrapping "wrap" back on itself. Both units appear to charge battery when dc charger is plugged in.